Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the overlay was replaced and the stylus was calibrated. It was also noted that the system fan was intermittently noisy. (B)(4).

Event description:
It was reported that the screen suddenly stopped responding to the pen. The pen was replaced, but that did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.